Event description:
It was reported that during a veterinary tibial plateau leveling osteotomy (tplo) surgery, it was observed that the small battery drive device stopped working in the middle of the procedure without warning. According to the report, the device worked fine to drill one hole. It was reported that the screw was put in and the user attempted to drill the next hole. However, it was observed that the device did ¿nothing¿. It was further reported that there was ¿not even noise¿. As a result, there was a twenty-minute delay to the surgical procedure. There was no spare device available for use. The surgery was completed successfully by screwing the screws in manually. The reporter stated that this was a veterinary case; and there was no human patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The reporter stated that this event occurred (B)(6) 2014; however, the exact date was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be most likely due from various worn electrical components due to normal wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The manufacturing location was unknown. Device manufacture date: the device manufacture date is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.